Event description:
It was reported that an isolated alert for post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD) remotely via merlin.net. Programming recommendations were scheduled to be made. There were no reported patient consequences.